Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be due to procedural conditions. The reported patient effect of pericardial effusion, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While steering the clip delivery system (cds) from the left atrium (la) in the direction of the mitral valve, the clip entered the left atrial appendage and appeared to have touched the wall. The procedure was continued and the clip implanted, reducing mr to <1. After deployment the physician noted a pericardial effusion (pe). Pericardiocentesis was performed and the patient was transferred to surgery for repair of the pe. No additional information was provided.